Event description:
On (B)(6) 2021, a direct-to-consumer (dtc) customer reported to a cue health inc. Technical support representative one positive result, followed by two negative results. Asymptomatic, and the rest of the family tested negative. All tests conducted with cue. Cartridge ln 19732l; cartridge sn (B)(4); reader sn (B)(4).

Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, to detect and cancel the test instead of releasing false positive results.